Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced flow issues. The following information was provided by the initial reporter: nurse indicates she watches her secondary medications of magnesium sulphate back up into her primary line and noted the primary drip chamber full.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: one primary tubing (model#: 2426-0007) and one secondary tubing were returned by the customer. It was reported that the secondary medications of magnesium sulphate backed up into her primary line and noted the primary drip chamber. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model: 2426-0007 lot number: 22019037 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot#: 22019037 regarding item#: 2426-0007.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced flow issues. The following information was provided by the initial reporter: nurse indicates she watches her secondary medications of magnesium sulphate back up into her primary line and noted the primary drip chamber full.